Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Healthcare professional reported "we had a bam on tuesday with implant that was incredibly difficult to get out of the non-sterile portion of the packaging". This record is for unknown side. Device remains implanted.